Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the recipient fell on his head. In situ measurements show affected channels.

Event description:
It was reported that the recipient fell, hitting his head in (B)(6) 2018 and lost access to sound with the device. There was no swelling or oedema. The recipient was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.